Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that he was receiving errors on his insulin pump. The customer stated that prior to the errors his insulin pump was exposed to water. The customer stated that he was receiving unexpected restart error and watchdog timeout error. He then removed his battery and had unexpected restart error. He also stated that he received a motor error alarm during the rewind sequence. The customer's blood glucose levels have been around 280-290 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The customer was advised that the device would be replaced. The customer declined to return the malfunctioning insulin pump because it was out of warranty.